Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and was able to confirm the reported failure. The fse replaced the main board and the datasettes and tested the unit. The fse reported that it appeared the unit had not been plugged in for some time. The customer was informed to charge the unit for 12 hours prior to use. The iabp unit performed within specifications and was returned to clinical use.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a fiber optical sensing module failure. It is unknown under which circumstance this event occurred. However, there was no patient involvement and no adverse event was reported.